Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. H3 other text : see h10 manufacture narrative.

Event description:
Customer facing challange with neoflon pro & shared feedback expresssing dissatisfaction about catheter softness which might leads to faster catheter damage with stylet & also wondering about the distance between the catheter tip & notch of the needle might hinders the canulation success particularly in neonate population.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd neoflon pro 26ga 0.6mmod 19mm l catheter tip integrity issues the following information was provided by the initial reporter: customer facing challange with neoflon pro & shared feedback expresssing dissatisfaction about catheter softness which might leads to faster catheter damage with stylet & also wondering about the distance between the catheter tip & notch of the needle might hinders the canulation success particularly in neonate population.